Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-jan-2022, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, reported that the patient was implanted on (B)(6) 2019 for a stage 1 evaluation. The patient came to the doctor¿s office on (B)(6) 2019 with concerns of an infection. The doctor described the infection as being along the lead. A surgical intervention then occurred on (B)(6) 2019, where the lead was then removed and a new lead was implanted on the patient¿s contralateral side (right side). Also, an ins was implanted on the same date. The explanted lead was sent to for culture testing so it was unavailable for return for analysis. It was unknown if the issue was resolved at the time of report. Follow up information received from the manufacturer¿s representative on july 20, 2019 reported that they had no further information about the culture results and to whether or not the infection issue had been resolved. There were no further complications reported or anticipated.